Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings. Reportedly, the cgm bg reading was less than 40 mg/dl and the meter bg readings were 120, 138, 140 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.